Event description:
Affiliate reported that the product was not working and therefore used another one. As a result the procedure was delayed for one hour.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed. Eval in process.